Event description:
The customer reported while using a hand held intermec barcode wand, it read a sample barcode incorrectly as "04804310480431" instead of "0480431". A hepatitis core assay was being ran at the time. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-01702-03.